Event description:
It was reported that after a coronary artery drug eluting stenting treatment procedure, in-stent thrombosis occurred. The lesion was located in the left anterior descending (lad) artery. During the initial procedure an unspecified taxus express2 drug eluting stent (des) and two unspecified liberte bare metal sents were placed in the lad. Sometime after (implant date not reported) the procedure, the patient returned and was reported to be experiencing chest pain. The patient was taken to the cardiac catheterization lab for treatment. A different physician performed the re-intervention. He noticed that during the initial procedure a dissection must have occurred in the lad and was not treated. An unspecified liberte bare metal stent was placed proximally to the other liberte bare metal stents previously placed. Next, the physician noticed a thrombus in the previously placed taxus express2 des. The thrombus was aspirated. It was also noticed that there was disease distal to the taxus stent and another unspecified taxus express2 des was placed in the area of disease. The patient was released after the procedure and there were no reported complications. Follow-up has been requested, but has not been received as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.